Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of stent partially deployed. Block h10: a hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received fully deployed. No damage was noted to the stent. The stent deployment hub was at step #2, the catheter hub was in its original position, and the catheter lock was unlocked. The yellow safety clip was not returned. No damage was noted to the outer sheath, the tip, or the polyimide inner tubing. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel, and friction can impact the performance of the axios. Procedural factors, such as the handling of the device, the technique used by the physician, and normal procedural difficulties encountered during the procedure could have possibly affected the device performance and its integrity, contributing to the reported failure of stent partially deployed. The stent was received fully deployed, which is most likely due to post-procedure handling of the device or how the device was handled during re-packaging. The operational difficulties experienced during the procedure are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent could not be deployed. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. The device was removed from the patient with the stent still partially deployed on the delivery system. Another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent could not be deployed. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. The device was removed from the patient with the stent still partially deployed on the delivery system. Another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.